Manufacturer narrative:
B3: unknown; no information has been provided to date. One pump was returned for evaluation. Visual inspection found debris on the downstream occlusion (dso) sensor. Review of the event history log showed too many "cassette not attached properly" alarms. When attaching the cassette to a device the reported error could not be duplicated. Service history review identified the complaint was not related to a previous service of the device within the review period. Due to the debris found on the dso sensor, the dso sensor was replaced. Analysis notes it is possible that the debris was causing the intermittent cassette related alarms.

Event description:
It was reported that the device had a cassette detect error. It is unknown if there was patient involvement.